Event description:
On 10/31/00 the distributor issued a written report to surgical specialties corp. The distributor conducted a spot check of inventory in a62c in lot mg03830 and discovered that black spots were found on the needle. There was no pt incident to report.